Event description:
Adverse event(s): "blind" (blindness); "intraocular pressure rise" (intraocular pressure rise); "headache" (headache); "nausea" (nausea); "vomiting" (vomiting). Product problem(s): "bubble expanded and migrated to the brain" (device operational issue). An attorney reported a client "had a vitrectomy where 100% gas was used in the eye. He claims it caused a bubble to expand and migrate through the optic nerve to the brain. He said the doctor should not have used 100% and that he has no problems with the product. The attorney states the patient is totally blind in her affected eye (left) and can only see up to six feet in the fellow eye (right). The attorney reported this is a "published case" and provided the publication. The publication reported that no light perception, severe headache, nausea and vomiting occurred one week following treatment of a stage three macular hole. A paracentesis was performed to lower her iop and relieve her nausea and vomiting. Later that night the patient became acutely confused and neurologically decompensated. A brain computed tomography showed gas extending from the eye through the optic nerve parenchyma and inferior to the chiasm as well as posteriorly into brain tissue up to the level of the lateral ventricles. The pt was followed closely without medical or surgical intervention. The gas dissipated from the brain within two months and the pt's neurological status returned to normal. Her left eye remained with no light perception, and there was no view to the optic nerve due to phthisis of the eye.

Manufacturer narrative:
The device was not returned for eval. The reporter did not provide info traceable to the mfg process. Directions for use (dfu) state, "...product is a surgical aid for use in the treatment uncomplicated retinal detachment by pneumatic retinopexy." Citation: bhatt, harit. "Pneumocephalus following macular hole repair". Arch ophthalmol nov 2007: 1583-1584. (B) (4). (B) (4).